Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged immediately after post-operative. It was observed that there was a slack pulled tight on the chest xray after implant. Boston scientific technical service focused on measurement from the device which is from baseline to peak. Further, the patient underwent a successful lead revision. This rv lead remains in service. No additional adverse patient effects were reported.